Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that the previous implant was not working because the wires were coming loose. The patient said that the internal battery indicator was always showing as "on," and whenever they tried to increase or adjust the stimulation, it would cause a shock at the bottom. When asked about the event date, the patient mentioned they experienced overactive bladder. The patient said that the implant never worked for them, and this issue persisted for years, so their healthcare provider (hcp) decided to replace it.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: va16ec6); product type: 0200-lead; implant date (B)(6) 2016; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.